Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the complaint could not be confirmed. The root cause could not be determined via data.